Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set customer have seen approximately 10 needle stick injury from the clinical use of the safety-lok blood collection set. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿infection prevention and control have advised that over the past 12 months they have seen approximately 10 nsi's from the clinical use of the safety-lok blood collection set. The hospital considers this amount to be significant. They have requested further education and training. There are no samples or batch numbers that they can provide. They use the slbcs in the following codes: 367286, 367288 and 368382. The ipc riskman system does not document guage sizes involved and therefore cannot be tracked.¿

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Since the batch number was unknown, our manufacturing and process inspection records of the lots manufactured from january 2021 to the end of june 2022 were reviewed, 1 lot (2a2211) of material # 368382, no abnormalities that could cause malfunction of the safety shields were found. Furthermore, the release inspection records of the lot above were reviewed and no records of abnormalities in the appearance, the breakaway force, sustaining force and security force of the safety shields were found. As it was reported that the needle stick occurred due to the customer not activating the safety shields, it was considered that there was nothing wrong with the product. Moreover, no abnormalities that could lead to malfunction of the safety shields were found from reviewing the manufacturing and inspection records as described above. As stated in the IFU, please hold the end of safety shield and tubing with one hand and slide the safety shield straight to cover the winged needle without holding wings. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set customer have seen approximately 10 needle stick injury from the clinical use of the safety-lok blood collection set. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿infection prevention and control have advised that over the past 12 months they have seen approximately 10 nsi's from the clinical use of the safety-lok blood collection set. The hospital considers this amount to be significant. They have requested further education and training. There are no samples or batch numbers that they can provide. They use the slbcs in the following codes: 367286, 367288 and 368382. The ipc riskman system does not document guage sizes involved and therefore cannot be tracked.¿